Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The "controller failed" alarm indicates a potential controller failure; the controller should be exchanged with the back-up controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after an hvad exchange, there was a flow increase >10l and the power >25w and in the next moment the monitor displayed controller failed-vad stop. The controller was exchanged. There was no impact to the patient.

Manufacturer narrative:
The patient remains in the ICU at the moment with symptomatic transitory psychotic syndrome related to the pump exchange that was reported in MDR report #3007042319-2016-02547. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received date received by MFR, type of reports, if follow-up, what type, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. The reported event of high flow, high power, and a vad stop alarm were confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller revealed that the controller met specifications; the controller passed visual and functional testing. Log file analysis revealed a vad stopped/vad disconnect alarm was recorded at 13:51:10 on (B)(6) 2016, most likely due to a driveline disconnection. Three high watt alarms were logged, starting at 14:23:32 up until a vad stop alarm was recorded at 14:28:36. The vad stop alarm was the result of the pump reaching a minimum speed, causing the pump to stop. This observation was most likely the alarm that was alleged in the complaint details. Reviewing the data files revealed evidence of a thrombus ingestion, which can be seen in the estimated flow and power data, where the estimated flow decreases and suddenly increases, indicating a thrombus ingestion likely occurred. This may have caused the pump's speed to decrease, increase power consumption and log the vad stop alarm. The thrombus event is covered under (B)(4). Based on the risk documentation, the most likely root cause of the reported "vad stop" alarm can be attributed to a thrombus ingestion, which likely caused the pump to stop. The thrombus event is covered under (B)(4), however, the controller met specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated analysis: the reported event of high flow, high power, and a vad stop alarm were confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller revealed that the controller met specifications; the controller passed visual and functional testing. Log file analysis revealed a vad stopped/vad disconnect alarm was recorded at 13:51:10 on (B)(6) 2016, most likely due to a driveline disconnection. Three high watt alarms were logged, starting at 14:23:32 up until a vad stop alarm was recorded at 14:28:36. The vad stop alarm was the result of the pump reaching a minimum speed, causing the pump to stop. This observation was most likely the alarm that was alleged in the complaint details. Reviewing the data files revealed evidence of a thrombus ingestion, which can be seen in the estimated flow and power data, where the estimated flow decreases and suddenly increases, indicating a thrombus ingestion likely occurred. This may have caused the pump's speed to decrease, increase power consumption and log the vad stop alarm. Based on the available information, there is no evidence to suggest that a malfunction of the controller caused or contributed to the reported event. The controller met all specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.